Event description:
An unrecoverable venous air alarm occurred toward the end of a routine hemodialysis treatment. Rinseback of the patient's blood was not performed due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. The hemodialysis nurse reported the patient's hb decreased and standard epogen dose was increased on (B)(6) 2012. Actual hb levels, dates and epogen dosing change were not provided. No other medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction as the cycler alarmed appropriately to air in the circuit. The blood loss is attributed to the operator not performing rinseback due to air in the blood line and clotting of the extracorporeal circuit, which is attributed to the amount of time spent troubleshooting the alarm. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.